Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen intermittently turned white, then faded or flickered, making displayed words and images difficult to read; the user denied water exposure, noted prior drops without visible damage, attempted a restart that worsened the issue, and the device was replaced; the problem aligned with a display visibility issue involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related display visibility problem consistent with a difficult-to-read display and implicated the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.